Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Stirrer motor was found faulty. In order to solve the issue, stirrer motor was replaced with a new one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e05 code) associated to stirring mechanism that does not start. Patient circuit 1 and 2 did not work. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2024 and no other similar event has been reported caused by a defective stirrer motor. Based on the collected information, the cause of the issue has been traced back to faulty component. The defectiveness of electro-mechanical device can be originated by the specific use condition at customer site and may have contributed to the event.

Event description:
See initial report.